Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that they had cracks at the reservoir compartment. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.